Event description:
Originally reported to itc from idtf and pt self-tester, protime microcoagulation system (noted in section d4) inr 3.1, vs another protime microcoagulation system inr 1.9, vs lab protime microcoagulation system inr 2.5. Eight days later, protime microcoagulation system inr 2.1, vs another protime microcoagulation system inr 2.4, vs unspecified lab system inr 2.6. Pt therapeutic range 2.0 - 2.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Consumer indicates acceptable results obtained with device; therefore, no product will be returned. Method: no product returned from consumer. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn.